Event description:
We received an allegation about questionable negative results for 1 patient's sample tested with elecsys syphilis assay on two cobas 8000 cobas e801 immunoassay analyzers when compared to cobas c501 and c502 rapid plasma reagin (rpr). The customer's laboratory: cobas 8000: cobas c501 rpr: 1st run: positive (2.88 accompanied with a data flag). 2nd run: positive (38.77 accompanied with a data flag, and tested with a decrease dilution). Cobas c502 rpr: 1st run: positive. 2nd run: positive. Two cobas e801: 1st run: 0.213: negative (line a e801). 2nd run: 0.114: negative (line c e801). 3rd run: 0.0956: negative (line a e801). Manual rpr: negative (1:128 fold). Serodia treponema-pallidum particle agglutination (tppa): positive. The field service engineer (fse) brought the sample to another laboratory for further cross-checking. Cobas e801: 1st run: neat sample: 0.0963: negative. 2nd run: 0.106: negative (1:10 manual dilution). Manual rpr: 1st run: positive (tested with 1:1 dilution). 2nd run: weak positive (tested with 1:2 dilution). 3rd run: negative (tested with 1:4 dilution). 4th run: negative (tested with 1:8 dilution). 5th run: negative (tested with 1:16 dilution). 6th run: negative (tested with 1:32 dilution). 7th run: negative (tested with 1:64 dilution). 8th run: negative (tested with 1:128 dilution). A different laboratory: cobas 6000: cobas c501 rpr: 1st run: positive (2.4 accompanied with a data flag). 2nd run: positive (39.27 accompanied with a data flag, and tested with a decrease dilution). 3rd run: positive (100.51, tested with 1:20 fold).

Manufacturer narrative:
The serial number for one e801 module was 18e3-09. The serial number for the other e801 module was not provided. The sample was requested for investigation. The investigation is ongoing.

Manufacturer narrative:
The sample was received for investigation on 10-nov-2023. The investigation is ongoing.

Manufacturer narrative:
Calibration and qc results were within ranges. The negative results of the samples in the elecsys syphilis assay, as reported by the customer, were confirmed. There was no evidence for single treponemal antigen reactivity (confirmed by inno-lia syphils score). No high-dose hook effect was observed in the elecsys syphilis assay. The investigation did not identify a product problem. The elecsys syphilis assay performs within specifications. The cause was consistent with a sample-specific discrepancy. Product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other finding."